Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on the prograsp forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument the pitch cable to be frayed at the distal idler pulley. The frayed strands were sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damage was found.